Manufacturer narrative:
Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lot window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. The customer stated they did not have diabetes ketoacidosis and was released from the hospital on (B)(6) 2014. The customer also stated they were vomiting in the hospital. Customer also reported experiencing dry mouth and sweating due to their high blood glucose. The customer was treated with syringes. The customer's blood glucose was 244 mg/dl at the time of the call. Customer also reported two cracks were observed on their insulin pump and insulin was not transferring down the reservoir. Troubleshooting for the insulin pump did not reveal a leak. It was found the customer had no delivery alarms in the alarm history. A crack was also noticeable on the customer's screen. Customer also stated they were an amputee. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.